Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure on (B)(6) 2024. During the surgical procedure, mallet impact forces were applied to deploy bone graft material through the graft tube instrument causing the graft tube shaft to detach from the graft tube funnel head. Upon further impaction, the shaft component inadvertently advanced ventral to the anterior annulus. The shaft component was retrieved and the surgeon confirmed no patient injury or consequence.